Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left side fallopian and uterus,'), fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left side fallopian and uterus,/ migration of essure device location of device: left side'), perforation ('perforation (other)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C76457,c76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test.". The patient's medical history included uti, upper respiratory tract infection, uterine compression sutures, sleeplessness and obesity. Current weight 145 lbs. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included spironolactone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/left side pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), bacterial infection ("infection (other) describe: bacterial"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (novasure endometrial ablation, robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, headache, migraine, dysmenorrhoea, alopecia and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and bacterial infection had resolved. The reporter considered alopecia, bacterial infection, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, perforation, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, batch no c76456 production date: 2014-07-16, expiration date: 2017-07-31. Batch no c76457 production date: 2014-07-16, expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left side fallopian and uterus,'), fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left side fallopian and uterus,/ migration of essure device location of device: left side'), perforation ('perforation (other)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C76457,c76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test.". The patient's medical history included uti, upper respiratory tract infection, uterine compression sutures, sleeplessness and obesity. Current weight (B)(6) lbs. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included spironolactone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/left side pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), bacterial infection ("infection (other) describe: bacterial"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (novasure endometrial ablation, robotic assisted total laparoscopic hysterectomy bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, headache, migraine, dysmenorrhoea, alopecia and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and bacterial infection had resolved. The reporter considered alopecia, bacterial infection, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, perforation, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs & mr received: case become incident. Event injury nos was replaced with pelvic pain. Events menorrhagia, vaginal bleeding, uterine perforation, bacterial infection, headache, migraine, dysmenorrhea, hair loss, vaginal discharge, fallopian tube perforation, device monitoring error, device monitoring procedure not performed were added. New reporter and consumer address were added. Patient¿s date of birth demographic details were added. Date of removal was added. Lot number was added. Outcome of events pelvic pain, menorrhagia, vaginal bleeding, bacterial infection were updated to recovered/resolved. Concomitant medications, medical history and concomitant condition was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.